Event description:
Consumer called to inquire about latex content of the bandage. Did not realize there was latex in it and suffered an allergic reaction. Went to md and was prescribed cipro 500 mg for redness and inflammation.

Manufacturer narrative:
Consumer reports that she is allergic to latex. Did not realize that the bandage contained latex (packaging was not available). Consumer was informed the ace bandage does contain latex and is marked accordingly. Consumer was sent a non-latex ankle wrap as a replacement.